Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient was admitted to a local hospital on monday due to retention of fluids and a bladder. They were not sure if the device was working correctly so they had to catheterize the patient to relieve the symptoms. Patient is scheduled to be discharged from the hospital today but is having continual urges to urinate all the time. The hospital staff contacted patient services to figure out something but caller does not know what happened after that. Reviewed how to connect to implanted neurostimulators and caller was able to successfully connect. They encountered a low ins battery message. Caller reported the amplitude was at 8.0 and was previously at 5.0. Ps reviewed option to decrease stimulation in case patient was experiencing overstimulation. Caller went to do so and then encountered eos message. Ps reviewed the therapy is now off and battery is discharged. Patient asked if they could have a foley catheter installed and ps reviewed this is a medical decision. Redirected to managing clinic to discuss ins battery replacement and symptom management. Patient's previous hcp has left practice but patient continues to go to the same clinic which is called aarkansas urology. Caller initially asked to contact the local field staff but then declined once they realized the battery was at eos.

Event description:
Additional information was received from the patient. They reported that the patient called back to report they filled out a letter sent to them by customer quality. Patient stated they were calling to talk about their experience with the interstim. Patient spoke about their experience being hospitalized on (B)(6) 2024. They said they were sent home with a catheter and still had it in place. Patient mentioned they had a catheter in place in the hospital, but was unable to void after it was removed, which was how they got the device in the first place. Patient confirmed that statement applied to a time before they had the interstim implanted, but later on went to speak of the experience and confirmed it was in 2024. Timeframe unclear. Ultimately, patient verbalized being frustrated about having to wait 2 months for an appointment with hcp that they had on (B)(6) 2025 only to find out that they do not manage interstim devices. Patient stated they made a new appointment with a nurse practitioner that is 2 hours away in (B)(6) on (B)(6) 2025. Patient confirmed they informed the scheduling dept that they do work with interstim systems and their implanted battery is dead. Agent reviewed ability to send patient list of local physicians who manage the device. Patient was very interested in this. Agent confirmed email and emailed patient local physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.